Manufacturer narrative:
A ge rep evaluated the system and replaced the gib and rtos pcbs. System operates as intended.

Event description:
Customer reported data errors. No patient injury was reported.